Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that during an arthroscopy, the tip of the healicoil anchor broke while being implanted. The procedure was successfully completed using a smith and nephew back up device. It is unknown if there was a delay no further complications were reported.

Event description:
It was reported that during an arthroscopy, the tip of the healicoil anchor broke while being implanted. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. All pieces were removed from the patient using tweezers. The back up was used in the originally drilled hole so no void was left in the patient. No further complications were reported.

Manufacturer narrative:
H10: h2: additional information: b5 and h6: health effect - impact code.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The sutures are still on the anchor but is no longer run through the cannula. The anchor has been placed back on the device. The distal end of the anchor has been broken. Bio debris is present. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the tensile strength has been established. Also, material certificate of analysis (coa) is required for raw material. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, there is no evidence to suggest a design, material, or manufacturing issue. Therefore, the need for corrective action is not indicated.